Event description:
During a coronary stent procedure, the cypher stent became flared. The target lesion was the distal to mid right coronary artery (rca), which was characterized as moderately calcified with 90% stenosis and no vessel tortuosity (note: there was uncertainty if the lesion was de novo). Predilatation was completed with a nc sprinter 2.25x12 balloon and the cypher 3.00x28 stent was successfully implanted at the lesion in distal rca. Subsequently, treatment of the mid rca lesion was initiated. A cypher stent 2.50x28 was advanced a launcher 6f jr4sh guiding catheter. However, resistance was encountered immediately after the cypher stent exited the guiding catheter but prior to reaching the target lesion. The physician considered blood clots were attached inside the wire lumen of the stent system, and therefore, a decision was made to withdraw the stent system while keeping the guiding catheter engaged. However, upon removal, the physician confirmed a proximal stent strut was flared. Consequently, another stent system was used and the procedure was successfully completed with no adverse effects to the pt.

Manufacturer narrative:
The cypher stent system is available for evaluation and testing; however, the device has not been received as of to date. However, add'l info will be submitted within 30 days upon receipt. This device is not distributed in the u.s.; however, it is similar to the cypher sirolimus-eluting stents distributed in the us.